Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds and atrial capture could not be confirmed at high outputs. It was also noted that there was undersensing on the ra lead, as no sensing markers were able to be seen. Sensing markers were visible when sensitivity was adjusted, however far field r-waves were seen at this setting. The lead remains in use. No patient complications have been reported as a result of this event.